Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity, 80% stenosis and diffuse disease. The lesion was serially pre-dilated with 1.5x12 mm and 2.0x12 mm mini trek balloon dilatation catheters (bdc) at 8 atmospheres (atm). The 2.5x48 mm xience xpedition stent delivery system (sds) was advanced to the lesion and deployed the stent at 10 atm and a distal edge dissection was noted. A 2.5x23 mm xience alpine stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. The reported patient effect(s) of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), electronic, instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.